Event description:
This male pt was admitted for coronary evaluation. Angiography revealed a 90%, long (>20 mm), de novo, heavily calcified lesion in the proximal through mid left anterior descending artery (lad). The vessel was not tortuous. The lesion was predilated with a 2.5 x 20mm maverick ptca balloon. A 2.5 x 28mm cypher stent was advanced to the lesion site, but would not cross the target lesion. The physician deep-seated the guider to provide add'l back-up support and manipulated the cypher back-and-forth several times, but was still not able to get the cypher across the lesion site. At that point, he noted that the struts on the distal end of the stent were flared. The device was withdrawn and the procedure was successfully completed with the placement of two taxus stents, a 2.5 x 24mm and a 2.5 x 16mm. There was no reported pt injury. The implanting physician stated that the failure to cross was likely due to the heavy calcification in the vessel/lesion. The product is not available for evaluation as it was discarded by the hospital due to concerns with infectious disease.

Manufacturer narrative:
This cypher product is not distributed in the us; however, it is similar to us distributed cypher product.